Manufacturer narrative:
The device was not returned for evaluation. In addition, the serial number was not provided by the customer. Tac (technical assistance center) engineer support communication with the customer, customer stated that upon troubleshooting, the input of the sdi (signal digital interface) is correct. Customer stated and pointed out it is the cable leading to the ceiling. Customer connected a cable from the tower unit to the monitor (cart system) and picture looked normal. There are no other issues reported. Tac scheduled an fse (field service engineer) for a work order site visit to inspect the cable in the ceiling. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of broken sdi cable, no image. Customer requested a repair on sdi cable. The issue occurred during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Technical assistance center scheduled a field service engineer for a work order site visit to inspect the cable in the ceiling. Additional details have been requested regarding the outcome of this visit. At this time, no additional information has been provided. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The high definition lcd monitor was not returned for evaluation. Based on the results of the investigation, the root cause of the loss of image was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter noting the event (broken sdi cable / no image) occurred prior to a diagnostic colonoscopy procedure. The procedure was completed using alternative equipment. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Please see updates to b5, d4, d9, h3, h4, h6 and h10. An olympus field service engineer (fse) was dispatched to the customer site. The fse replaced a malfunctioning cable in the operating room boom system. The fse removed the faulty harnessed rgb (red, green, blue) cable, installed 4 runs of sdi cabling, and completed termination and testing. The device was serviced and verified according to OEM instructions. The covers of the equipment were not removed, so an electrical safety check was not required. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.